Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that with this right atrial (ra) lead exhibited noise. This lead was surgically abandoned, and a new lead was implanted. No additional adverse patient effects were reported.